Event description:
Follow up with the reporter revealed the computer was kept fully charged, and it was on the first use of the day that the blank screen occurred. Diagnostics testing was attempted three times with the same blank screen resulting. Three interrogations with the computer were done. Product analysis was completed on the computer and flashcard. No anomalies were identified during the analysis and the flashcard and computer performed per specifications. The blank screen noted after diagnostics testing was unable to be replicated.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns (B)(6) computer was showing a blank screen with vertical and horizontal scroll bars after vns diagnostics were performed with a test vns generator several times. A hard reset of the computer was performed and diagnostics were able to be performed successfully with the test generator. The suspect computer and flashcard have been returned and are pending analysis.